Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor detached after 3 days of wear. The customer "did not feel herself", was dizzy, and unable to self-treat. The customer had contact with a healthcare provider and was provided with sugar water for a diagnosis of hypoglycemia. In addition, she was given a prescription for metformin xr 500 mg. There was no report of death or permanent impairment associated with this event.